Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the medication was not available in the cabinet and user was unable to issue medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that medication was not available in the cabinet. A technical support specialist tss checked the patient medication order and the item identifier on the inventory did not match the medication order preventing the pull. The customer was informed about a remote override option but declined and chose to speak with the pharmacist instead. The system functioned as intended after the technical support specialist investigated the issue.